Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.